Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that there was no or very low suction upon initiating cortex removal during an anterior chamber washout procedure. An advisory message displayed on the console. Another surgeons settings were used to complete the procedure. There was no patient harm. This is one of two reports received from this facility. The reporter has declined consent to follow-up.

Manufacturer narrative:
Additional information provided. As the customer did not retain the finished goods lot number, device history record and lot history could not be reviewed. An alcon representative visited the site and observed surgical cases. During observation, it was noted the console irrigation / aspiration (I/a) setting had been switched from "vac" to "flow." The company representative confirmed an inappropriate setting was being used. The setting was changed back to "vac" which eliminated the suction issue observed by the customer. The irrigation/aspiration (I/a) tubing manifold and cassette associated with this event was not returned for evaluation. Without these components, the causality for this event could not be conclusively determined. The customer did return one administration manifold that contained a drip chamber spike detached from the pvc chamber sight glass, in returned condition. During inspection solvent was not observed around the drip chamber spike to the pvc chamber. This observed issue with the drip chamber is unrelated and would not have resulted in the customer's reported event. Additionally, there are no details in the report that mentions detachment of any component during this event. The supplier was made aware of the drip chamber issue. Based on the details of the event, it appears the company representative demonstrated that inappropriate setting was being used by the user. However, the components related to this event: the I/a tubing manifold and cassette were not returned. As a result, a full evaluation of the product could not be performed. The root cause of the customer's reported event could not be conclusively determined with the information available. Action will not be taken for this occurrence as the root cause could not be established. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. As the customer did not retain the finished goods lot number, device history record and lot history could not be reviewed. One administration(admin) line was returned only and visually inspected. The drip chamber spike was detached from the polyvinyl chloride (pvc) chamber in the returned condition. Under microscopic evaluation, solvent was not applied around the drip chamber spike to pvc chamber connection. The drip chamber is assembled by a third party supplier and received by the manufacturing site. The manufacturing site performs an inspection when the lot is received based on a established sampling plan to verify the incoming lot is free of defects and meets specifications. The supplier manufacturer for this component was notified of this complaint and sent the sample for further analysis. The root cause of the customer¿s complaint is an error that occurred during the supplier¿s assembly process of the drip chamber. Action will not be taken based on this occurrence. The supplier has been made aware of the issue and the sample has been sent to the supplier for additional analysis. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate the manufacturer internal reference number is: (B)(4).